Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles on the humidifier seal. The patient alleges "she notice a smell and she taste the black particles on her mouth". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the manufacturer visually inspected/ scrapped the device and found no evidence of foam degradation. There was no confirmation of customer complaint. Error code e130 was present.